Event description:
It was reported that the user facility has red caps that are popping off easily during capping trials. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI section and lot # unknown, no product information has been provided to date. No lot or serial numbers were communicated; device expiration date and device manufacturing date not available. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, device history record review could not be performed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the reporting manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other text: additional information was received. We are reporting this to be extra cautious due to the follow up received provided conflicting dates and event information. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received from company representative via email 03, november 2022: troubleshooting was requested on (B)(6). A formal complaint was made on 08oct2022.